Event description:
It was reported a patient experienced peritonitis and septic shock and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the events. Treatment was not reported. The cause of the peritonitis was unknown. The patient did not recover from the peritonitis prior to death. The cause of death was septic shock. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was born in 1926. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.